Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Analysis of the catheter found that there was a kink observed in the catheter body. It was also found that there was damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 14-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate and baclofen with concentration 500 mcg/ml atan unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient / caregiver suspected baclofen withdrawal as the patient stated he didn't feel well, and he had onset of bad spasms in his legs. The patient was hospitalized due to suspected baclofen withdrawal. The hcp attempted a catheter access port (cap) procedure; however, was unable to withdrawal from the cap. When pocket was opened and catheter connection was revealed, it appeared that the catheter was frayed/sheared near the connection. The entire system (pump and complete catheter) were explanted and replaced. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were no known falls. The issue was resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but would not be made available. The explanted devices were in the possession of the company representative and were being returned to the manufacturer for analysis. No further patient complications have been reported as a result of this event.